Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The accudrain was first connected to the patient on (B)(6) 2014 and was manipulated regularly on a daily basis. While the registered nurse (rn) was changing the collection bag on the night of (B)(6) 2014, the luer lock twist cap below the burette cracked. At which point, they had to replace the drain. They did not keep the drain to return for evaluation. There was no patient injury or surgery/procedure delay.